Manufacturer narrative:
This complaint was identified during a recent clinical evaluation review search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is an unknown palmaz stent but the catalog and lot numbers are not available. The citation is as follows: magee, a. G. Et al, (1999). Stent implantation for aortic coarctation and recoarctation. Heart, 82(5), 600-606. Complaint conclusion: as noted in the literature publication, magee et al stent implantation for aortic coarctation and recoarctation; heart. 1999 nov;82(5):600-report one patient had a second catheterization due to the presence of an aneurysm on computed tomography six months later. This patient had a long segment coarctation of 2mm diameter previously treated by a conduit bypass graft and had a systolic pressure gradient of 55mm hg. A palmaz stent was expanded to 12 mm with a good immediate angiographic result. Late angiography performed because of a residual systolic pressure gradient of 30 mm hg, showed an aneurysm at the midpoint of the stent. At that time, a further p5014 stent was implanted overlapping the initial stent in an attempt to prevent extension of the aneurysm. Serial computed tomography over the next two years has shown no increase in the size of the aneurysm. This patient has had two recatheterisations, at 9 months and 17 months after the second stent implantation. On each occasion, the peak systolic gradient across the stented area was 35 mm hg; however, as the aneurysm was still present, albeit small, no further intervention was performed. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. Stent stenosis is associated with the progression of vascular disease and is a known potential adverse event following stent implantation. Well documented potential complication of stent placement is subsequent intimal hyperplasia and occlusion. Stenosis in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerosis is an expected outcome of the disease process and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. There is no evidence of manufacturing issues that may have contributed to the reported event therefore; no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease.

Event description:
As noted in the literature publication, magee et al stent implantation for aortic coarctation and recoarctation; heart. 1999 nov;82(5):600-report one patient had a second catheterization due to the presence of an aneurysm on computed tomography six months later. This patient had a long segment coarctation of 2mm diameter previously treated by a conduit bypass graft and had a systolic pressure gradient of 55mm hg. A palmaz stent was expanded to 12 mm with a good immediate angiographic result. Late angiography performed because of a residual systolic pressure gradient of 30 mm hg, showed an aneurysm at the midpoint of the stent. At that time, a further p5014 stent was implanted overlapping the initial stent in an attempt to prevent extension of the aneurysm. Serial computed tomography over the next two years has shown no increase in the size of the aneurysm. This patient has had two recatheterisations, at 9 months and 17 months after the second stent implantation. On each occasion, the peak systolic gradient across the stented area was 35 mm hg; however, as the aneurysm was still present, albeit small, no further intervention was performed.